Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2020-00138.

Event description:
It was reported that a patient under went a revision surgery after it was found that two mobi-c devices migrated post-operative. Two implants were removed and alternative hardware were implanted to achieve fusion. There were no additional patient impact reported. This is report 1of 2 for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Information was entered in error in d10; there are no changes from the initial submission. Device evaluation: the articulating surface of the polyethylene inserts showed machining marks and multidirectional scratches consistent with minimal wear. The superior and inferior endplates had evidence of damage consistent with impingement. Overall, the results of the analysis are consistent with a short implantation time and one level exhibiting impingement. Potential cause: the cause of the damage cannot be exactly determined at this time. However, based on the review of the provided x-rays and the device analysis, the cause can likely be attributed to a positioning/alignment and implant sizing error. There were no indications found of manufacturing issues that would have contributed to this event. Complaint history: there were three (3) other complaints for similar events (migration insert + plates) related to the same part number in the 12 months leading up to the notification date through to the present. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. If any further information is received that changes the information in this report, a follow-up report will be submitted.

Event description:
It was reported that a patient under went a revision surgery after it was found that two mobi-c devices migrated post-operative. Two implants were removed and alternative hardware were implanted to achieve fusion. There were no additional patient impact reported. This is report 1 of 2 for this event.